Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. This set was spiked on a 250 ml baxter bag of 0.9% nacl. The returned set was tested for leakage per specification with passing results. In an attempt to replicate the reported incident, the set was ran on the space pump with normal saline for 30 minutes with no alarms or visible air in lines. The defect of pump air in line alarms was not able to be replicated or confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: there were micro-air bubbles visible during use with the pump set. Multiple air in line alarms occurred while running norepinephrine. No injury reported.